Event description:
The manufacturer received info from a durable medical equipment provider alleging a ventilator's pressures were incorrect during testing. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.